Event description:
Information was received indicating that during use, a smiths medical cadd ms3 pump lost its programming due to the battery running out. Subsequently, a backup pump was used. No patient consequences were reported. No adverse effects were reported.